Event description:
Crm received information that the patient with this left ventricular (lv) lead had av node ablation and the device had not been checked since before this was performed. Lv pacing impedance measurement have increase greater than 2000 ohms. It was reported that there was no sensing and no capture on the lv lead. Technical services (ts) discussed programming options. It was also noted that the patient has chronic atrial fibrillation (af) and is pacer dependent, so the device was programmed to right ventricular (rv) only and paced/sensed in the ventricle and inhibit pacing. The monitoring voltage was 2.57 volts so the physician decided to change the device out during the lv lead revision procedure. No adverse patient effects were reported. Additional information received in 2009. Subsequent information indicated that a revision procedure was performed and found that this lv lead was fractured. This lv lead was capped and a new lv lead was successfully implanted.

Manufacturer narrative:
Results - review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion: the cause of a conductor fracture cannot be determined based on the information available.